Event description:
No one is hurt, the procedure could be finished. There are lines in the image. It looks like a detached filter. This event occurred at the time of during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the ccd must be replaced. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.